Manufacturer narrative:
Consumer left a review on amazon.com stating they received two false negative results from the tests within the same box. The consumer did not provide a lot number or other product information. Please refer to MDR # 3004142665-2023-00005 for the other false negative submission. 01/18/2023: orasure technologies, inc reached out to amazon in an attempt to contact this consumer. Orasure technologies, inc is unable to contact consumer per amazon directives. No further action is to be expected with this complaint and the incident will be closed internally.

Event description:
Consumer left an amazon review for inteliswab on (B)(6) 2023 stating the following: "I bought this test after reading the various reviews with thoughts that this would be an accurate test that takes longer for results. Upon receiving the test, I read the instructions and followed them to the t and got a negative result. I decided that I would take the other test right away after because the symptoms were present for covid and got another negative result. I then went to get a test done at one of the covid test locations and received a positive result. I am not sure I would buy this test again. The concept is there but the accuracy is faulty.'.

Manufacturer narrative:
Consumer left a review on amazon.com stating they received two false negative results from the tests within the same box. The consumer did not provide a lot number or other product information. Please refer to MDR # 3004142665-2023-00005 for the other false negative submission.

Event description:
Consumer left an amazon review for inteliswab on (B)(6) 2023 stating the following: "I bought this test after reading the various reviews with thoughts that this would be an accurate test that takes longer for results. Upon receiving the test, I read the instructions and followed them to the t and got a negative result. I decided that I would take the other test right away after because the symptoms were present for covid and got another negative result. I then went to get a test done at one of the covid test locations and received a positive result. I am not sure I would buy this test again. The concept is there but the accuracy is faulty.'